Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several severe hypotube kinks and the shaft was broken at 262mm distal from the strain relief. A visual examination of the crimped stent found distal stent damage with struts on the first 5 rows, distorted and lifted distally from the stent profile. The outer diameter (od) of the stent was taken on the undamaged distal side and was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found one outer extrusion and inner lumen kink at 13mm proximal from the bicomponent bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 38 synergy drug-eluting stent was advanced to treat the lesion. The stent was difficult to advance and force was applied; however, the hypotube broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 38 synergy drug-eluting stent was advanced to treat the lesion. The stent was difficult to advance and force was applied; however, the hypotube broke. No patient complications were reported and the patient's status was stable.